Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation was completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the imaging system prompted the user to calibrate motion. The calibration procedure was completed and the issue was resolved. There was no patient present when this issue was identified.